Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing on current electrograms (egm) and stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.